Event description:
Reporter stated that pt went into diabetic seizure. Reporter indicated they gave the pt granulated sugar, which brought pt out of seizure. Reporter indicated that prior to the arrival of the emergency medical technician's, the pt returned to diabetic seizure. Pt was taken to the hosp and treated with orange juice. Pt's blood glucose at the hosp was 70 mg/dl.